Event description:
It was reported that a travel coarse error occurred. The same point when it jams up could be the main board. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped, the right plunger case and bottom case by l-bracket were cracked. A review of the event history log identified travel coarse error - check clutch/plunger lever. During the functional testing the reported issue was able to be duplicated. The position pot cable was disconnected from the main board. The root cause was a result of the customer's incorrect assembly of the device. Replaced the power supply board. Replaced the main board. Plugged position pot cable into main board. Also replaced lead screw, clutch spring and both clutch halves as a preventative measure. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.